Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he undertook a revision of a fractured exeter stem which had originally been implanted approximately 10 years ago.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: device evaluation and results: a material analysis has been performed. The report concluded: "beachmarks and fatigue striations were observed on the exeter stem, which are consistent with failure in fatigue. The ductile surface morphology indicated final fracture likely occurred in overload. Eds analysis showed composition of the base material included fe-cr-ni-mn-mo, which is consistent with the composition of the astm f1586 alloy. No materials or manufacturing defects were observed on the surfaces examined". Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there has been one other event for the reported lot. Conclusions: a material analysis report concluded "beachmarks and fatigue striations were observed on the exeter stem, which are consistent with failure in fatigue. The ductile surface morphology indicated final fracture likely occurred in overload. Eds analysis showed composition of the base material included fe-cr-ni-mn-mo, which is consistent with the composition of the astm f1586 alloy. No materials or manufacturing defects were observed on the surfaces examined." There was no evidence of a device related issue on review of the material analysis report. The exact cause of the event could not be determined due to a lack of information. Further information such as pre and post op x-rays, medical notes and patient details are needed to complete the investigation for determining root cause. If further relevant information becomes available, this investigation will be re-opened.

Event description:
The surgeon reported that he undertook a revision of a fractured exeter stem which had originally been implanted approximately 10 years ago.